Manufacturer narrative:
Device passed all manufacturing acceptance testing and quality inspection.

Event description:
Surgery to address retracted lead. On (B)(6) 2008 -original right ear implant by dr. (B)(6). On (B)(6) 2008-turn on. On (B)(6) 2008 -enhancement to reposition sensor. On (B)(6) 2008-turn on/ on (B)(6) 2008-activation. On (B)(6) 2008- 2 month follow up. On (B)(6) 2009- fitting. On (B)(6) 2009-unscheduled fitting. On (B)(6) 2010- enhancement, to recement the sensor after it was found touching the tm. On (B)(6) 2010- turn on. On (B)(6) 2010- fitting. On (B)(6) 2011- fitting. On (B)(6) 2011-sp removal for wound dehiscence healing. On (B)(6) 2011-new sp implanted; normal. On (B)(6) 2011- new sp implant, after finding inadequate lead insertion from (B)(6) implantation; normal the sp was tested and found to pass all requirements of the final mfg functional test. Additionally, investigation into bal seal springs indicated normal retention force.